Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of solent omni thrombectomy system with no other devices. The pump, shaft, and tip were microscopically examined it was observed that there was numerous bends in the device. Functional testing was performed by placing the device in the console. Functional testing also showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2017-00594. It was reported that an error message displayed during aspiration. Two angiojet® solent¿ omni catheters were selected for a thrombectomy procedure of a stent occlusion in the superficial femoral artery. Aspiration was initiated inside the body with the first catheter. However, a persistent error message to check saline supply displayed and a leak at the pump as noted. Aspiration stopped and they stopped using the catheter. Aspiration was then initiated inside the body with the second catheter. However, pinhole leaks were observed in the pump causing a loss of aspiration. The procedure was completed with the second catheter. There were no patient complications and the patient's condition was fine.